Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera on cardioplegia side. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bologna, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per the instructions for use and it was placed inside the operating theater during use with the fan directed away from the patient at an estimated distance of two (2) meters from the surgery field. Reusable heating blankets are not used by the customer and the 3t aerosol collection set is replaced after the allowed use period. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used. In addition, livanova learned that when the device is not used, it is it stored full of water and the hydrogen peroxide (h2o2) level is not checked daily, but only if the device is used. This is not in accordance with device instructions for use and this deviation may have led/contributed to the reported contamination.

Event description:
See initial report.